Manufacturer narrative:
Additional concomitant medical products: metasul ldh head, 54, code t, taper 18/20 catalog no# 01.00181.540, lot no# 2377625; cls spotorno stem, 135, uncemented, 12.5, taper 12/14 catalog no# 29.00.39-125, lot no# 2326794. Therapy date: (B)(6) 2017. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to armd.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient received a right hip implant on (B)(6), 2010 and was revised on oct 16, 2017 due to adverse soft tissue reaction to particle debris. Review of received data - the received njr database entry was reviewed. It states that the revision reason is adverse soft tissue reaction to particle debris. It also indicates only the acetabular cup and head were revised. - no other medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - the compatibility check between mmc cup and metasul ldh was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the adapter information is unknown, the compatibility check between metasul head and cls stem could not be performed. Conclusion summary it was reported that the implant was revised due to adverse soft tissue reaction to particle debris after 7.7 years in vivo time. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; the condition of the components is unknown. Due to significant lack of information, the an accurate root cause analysis could not be performed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.